Manufacturer narrative:
Insulin pump received with scratched display window, cracked display window corner, cracked belt clip slot, cracked reservoir tube lip, missing end cap sticker. Device had moisture damage on electronics noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the screen was foggy, there was moisture under the screen. Customer's blood glucose was 37 mg/dl. Customer's blood glucose went up to 65 mg/dl after treating with food and glucose tablets. There were cracks on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.